Event description:
User facility reported that the device was placed in pt use. According to the reporter the device's inserter needle was removed form pt and user attempted to withdraw the inserter needle into the safety position. According to the reporter the needle could not be captured into the safety position. No adverse effects to pt or user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.